Event description:
Two days post insertion of the valve system, the pt experienced somnolence. Valve placement was confirmed and removed by the physician. The physician observed that the pertioneal catheter slots were not correctly opened. Physician believes this was an unwanted effect caused by the peritoneal catheter.